Event description:
It was reported that there was acute profound pain down both legs of a patient from the clinic that the health care provider (hcp) ran. The hcp didn¿t have a specific patient name, details or follow up hcp at the time of this report. The patient was no longer receiving pain relief on it fentanyl so they were switched to dilaudid, the same equivalence as fentanyl per the reporter. The hcp avoided switching the patient over to morphine sulfate due to higher changes of inflammatory masses per the hcp. After the length of time it took for the dilaudid to reach the it (intrathecal) space, the patient had profound pain that went down both legs. The patient had this issue within the past week in reference to the date of this report. They were admitted to a hospital and then transferred to a larger hospital in boston but the hcp had no information related to the outcome for the patient. The reporter wasn¿t certain if they still had any of the affected medication. The device system was previously used to deliver fentanyl 20,000mcg/ml at a dose of 3,000mcg/day and currently delivered dilaudid with a concentration and dose equivalent to the fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).